Event description:
Customer stated that during the insertion of the introducer, the sheath broke and left a portion in the patient. The portion was retrieved from the patient and the procedure was successfully completed. Per customer, although the event was reported to the customer by the distributor on november 5, 2019, the event occurred on (B)(6) 2019. The reason for delay is unknown.